Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16289540/16289540, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.